Event description:
It was reported that pump battery would not charge even though caller had not received any low power alerts or shutdown alarms and a power source alert was noted in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed outlet was working, had already tried leaving pump plugged in for an extended period, then changed charging cable and wall adapter to different non-tandem supplies, after which pump began charging, and technical support advised against continued use of third-party charging supplies and arranged replacement charging equipment, with no further assistance required.